Event description:
On 12.16.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in 2007, the patient was administered heparin while in the medical center. Upon information and belief, on at least one occasion, the heparin administered was alleged to be contaminated heparin. Shortly thereafter, the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The patient passed away the following day.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.